Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07269. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was in the patient. They inserted an amplatz super stiff guidewire through an unknown pigtail catheter to help straighten the curled end thus making it easier to insert into the was. The scrub technician utilized the straightener included with the pigtail when doing so. The physician inadvertently pushed the straightener over the guidewire with the pigtail and the straightener became a free-floating emboli in the left side of the heart. It was then noticed that thrombus was on the straightener. The physician was able to snare the straightener with the thrombus through the was. They removed this was and inserted a new was to successfully implant a closure device. There were no neurological deficits and the patient was getting ready to be discharged from the hospital the next day.